Event description:
The us complainant was placing a cp for support of a patient admitted with coronary artery disease. The pump was seen to have low flows and was replaced. No harm or injury from delay in support initiation. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed low flow when pump started that triggered auto suction respond. Log also showed ps reduced pulsatility for 30 seconds then back to normal. Pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The root cause of low flow was unable to be determined because the failure mode could not be reproduced.